Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was suspending insulin delivery. Customer alleged not to have been interacting with the pump at the time of the event. Customer reloaded cartridge and insulin delivery was resumed. There was no reported impact to customer's blood glucose.